Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the log files and the returned modular cable (lot number: 198198). The submitted and downloaded log files collectively contained approximately 14 hours of data on (B)(6) 2023 (2:06:43 to 16:20:31 per timestamp). Throughout the data, a driveline power fault alarm associated with the pwr a signal was observed. This alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. During functional testing of the returned modular cable, the driveline power fault alarm was reproduced with multiple controllers. The issue was therefore isolated to the returned modular cable. The cable underwent resistance testing and did not pass due to increased resistance of multiple inner wires. The resistances of the wires were observed to fluctuate greatly when the cable was manipulated by hand in a particular area. The layers of the cable were removed one at a time in this area and the majority of the inner wires were observed to be damaged, including the wire which pertains to the pwr a signal. The root cause of the observed driveline power fault alarm was determined to be damage to the pwr a wire. A root cause for the damage wire was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the modular cable (lot number: 198198) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook rev. D - section 5 "alarms and troubleshooting¿) describes all alarms that may be produced by the system controller, including those associated with driveline power fault conditions, and provides instructions on how to appropriately resolve them. The heartmate 3 patient handbook rev. D section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a driveline power fault alarm. The patient's system controller and modular cable were exchanged, which resolved the alarm. A review of the log files by technical services found driveline power faults on line a from the beginning of the log file on 25jan2023 at 02:06, which continued until the mod cable and controller exchange. There were no alarms seen after the exchange. Related MFR report #: 2916596-2023-00793.